Event description:
A malfunction alarm with code malf 12 occurred, and the customer reported no notable events prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.